Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing noise and low amplitudes. The physician had observed noise on the egm after some treated episodes. During device follow-up, no noise with similar morphology has been reproduced despite sustained effort and maneuvers. An x-ray was performed and the images were provided for review and boston scientific technical services observed presence of sternal wires that appears to be close to the electrode at the level of the sense b and required further investigation. It was suspected that the artifact seen on the egm was related to mechanical contact with sternal wire or some other non-physiological noise from the electrode or electrode/tissue contact. Boston scientific technical services provided troubleshooting advice. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing noise and low amplitudes. The physician had observed noise on the egm after some treated episodes. During device follow-up, no noise with similar morphology has been reproduced despite sustained effort and maneuvers. An x-ray was performed and the images were provided for review and boston scientific technical services observed presence of sternal wires that appears to be close to the electrode at the level of the sense b and required further investigation. It was suspected that the artifact seen on the egm was related to mechanical contact with sternal wire or some other non-physiological noise from the electrode or electrode/tissue contact. Boston scientific technical services provided troubleshooting advice. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.